Event description:
A (B)(6) female with endometrial cancer underwent robotic assisted modified radical hysterectomy, bilateral salpingo-oophorectomy and pelvic washing. During procedure, vcare uterine manipulator used, came apart inside patient. Colpotomy was performed, specimen delivered per vagina. The green cup slipped off vcare during retrieval and separately delivered from the pelvis. It appeared to have slipped out of shaft, despite balloon on shaft being intact and still attached to shaft. Manipulator came out of uterus during delivery and uterus therefore delivered separately. Careful inspection of entire vcare revealed all components accounted for. Pelvis checked for foreign bodies - none found. No injury to patient.